Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was not reproduced. System error 105 was confirmed through a review of the event history log and found to be caused by excessive motor bearing wear with shaft end play, and black material around the bearing. Device investigation also found the motor bearing had excessive axial play which caused the magnet wheel to touch the encoder board, causing wear to the encoder board. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.